Manufacturer narrative:
No investigation of the device can be carried out because the IV administration set will not likely be returned for evaluation.

Event description:
On 04/11/2024, infutronix received a report that an IV administration set had a "leaking during infusion but the leaking site is not specified. The infusion cannot resume without causing delay in treatment. No patient was harmed.